Manufacturer narrative:
Concomitant medical product: dvbb1d4, ICD, implanted:(B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are heard a magnet tone from their implantable cardioverter defibrillator (ICD). The patient stated that they had their device check and was told there was a lead giving an irregular reading. Then the physician said it was okay. The ICD and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.